Event description:
The number of instances that this device has collapsed after surgery is alarming. Multiple instances have been reported on the maude database. A simple search shows that gross negligence is happening by allowing this device to stay on the market. This device needs to be recalled immediately. Ref report: mw5162810.